Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the unit failing pre-operational testing (est) during system pressure testing (3131). No patient involvement.